Manufacturer narrative:
A field service engineer (fse) was dispatched and tightened the loose water fitting on the creatinine module to prevent the leak and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a field service engineer (fse) was on site, working on the modular chemistry (mc) creatinine reagent, and the following day the customer noticed that the ise reagent compartment was leaking. Per the customer, the leak appeared to be the creatinine reagent was coming down the drain tubes from the drip tray and under the chemistry modules. No injury or operator exposure was reported for this event.